Manufacturer narrative:
A1: patient identifier: not available due to privacy a2: age & date of birth: not available due to privacy a3: patient sex: not available due to privacy a4: weight: not available due to privacy a5: ethnicity: not available due to privacy a6: race: not available due to privacy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal dilator was inserted into the sheath of the angio-seal system. A "click" was audible. As the user inserted the dilator-sheath-system into the artery, the dilator slipped out of the sheath. Manual compression was done. No significant loss of blood. No significant delay of procedure. There was no harm to the patient.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).